Event description:
The complainant alleged that while attempting to cardiovert a pt, age and gender unknown, when they attempted to charge the device no tone was heard and the device did not discharge. A backup device was available and used to successfully convert the pt. The complainant indicated that the clinician felt that the incident was caused by user error and their biomed was unable to duplicate the reported malfunction. The complainant did not indicate there was any adverse effect to the pt as a result of this reported malfunction.